Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did any pieces fall into the patient? --- no. Will all pieces be returned with the device? --- no. If no, were they discarded? --- no information.

Manufacturer narrative:
(B)(4). The lot history records for the reload were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded?

Event description:
It was reported that during an open sigmoidectomy, the firing knob broke off at the first firing. The staple height was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.